Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for cervical/neck and spinal pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reported pt's ins was replaced sometime a couple years ago because the battery of restore device was depleting quickly and wouldn't hold a charge. Caller stated pt's hcp recommended replacing the device with another manufacturer's device called "hf10". Caller did not know the name of the manufacturer. Caller stated that ever since pt was implanted with the hf10 device, they've been in pain and now want to have the device replaced again with a medtronic device. Caller commented that pt never had any other issues with their medtronic device other than the ins battery depleting quickly and it wouldn't hold a charge. Caller also mentioned that the medtronic leads were left in pt and their hcp is trying to figure out if the leads are compatible with the hf10 device. Pss provided model numbers of leads and recommended that pt's hcp follow up with mdt tech with further questions. Pss provided caller with number to tech.